Event description:
Boston scientific crm received info that this dextrus atrial lead was dislodged. In a revision procedure, the lead was successfully repositioned. No adverse pt effects were reported. No additional info is available at this time. If additional info becomes available, this event will be updated. Boston scientific claimed that the event and implant occurred on the same date. There is no info in the complaints to substantiate this claim; therefore the implant and event dates were not included.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.